Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low pacing rate from the t-wave oversensing (twos) caused the patient to feel fatigue and increased dizziness. Reprogramming was done in response to the twos.

Manufacturer narrative:
Concomitant medical products: 419478 lead implanted: (B)(6) 2007, 6940-52 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic due to a low pacing rate that resulted from t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.